Event description:
The patient was implanted with two leads on (B)(6) 2009. Her intended area of coverage was the lower back and leg (bilateral); however, it was reported that the stimulation moved to her ribs following recent strenuous activity. Further investigation found that the patient's leads had migrated. The leads were removed and replaced on (B)(6) 2010 and effective stimulation was recaptured.

Manufacturer narrative:
Evaluation, method: the device history and sterilization records were reviewed. Results: review of the device history record found a non-conformance; however, the non-conformance was identified as a cosmetic issue and did not affect product integrity or product functionality and was approved for use. The DHR anomaly is not related to the alleged device failure. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.